Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. The customer advised that when performing a test shock during preventative maintenance, the device screen went blank and froze for 7-10 seconds after delivering the shock. Upon powering up, the device service indicator was illuminated and the aforementioned event code was logged. On the device.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The event code was not repeatable. Physio replaced the therapy pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. The customer advised that when performing a test shock during preventative maintenance, the device screen went blank and froze for 7-10 seconds after delivering the shock. Upon powering up, the device service indicator was illuminated and the aforementioned event code was logged. On the device. There was no patient use associated with the reported event.